Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if any product condition could have contributed to the reported ER visit for hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 (B)(4). Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h / 2016 checking your blood glucose 7, page 95 warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death.

Event description:
It was reported patient's blood glucose levels reached 398mg/dl with trace of ketones while wearing the pod between 36 and 48 hours. The pod changed after blood glucose was not going down. The cannula looked bent. Patient was taken to ER and diagnosed with borderline dka. He was treated with IV fluid, injection and activating a new pod.